Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection was performed and showed no defects. The device was connected to a pressure gauge and submerged under water for clear passage testing and no defects were found. During gravity testing with a solution set and connected container, a leak was observed from a cut in the tubing. This leak was again observed during pressure testing when connected to a pressure gauge with water flowing through the device. The cause of the issue is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned interlink extension set, a leak from a cut in the tubing was identified. There was no patient involvement as this was found during evaluation. No additional information is available.